Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x20mm promus element drug-eluting stent was selected to treat the lesion. However, it was noted that the stent was out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x20mm promus element drug-eluting stent was selected to treat the lesion. However, it was noted that the stent was out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: a promus element, mr, ous 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to distal stent rows 4-7 with stent struts misaligned. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.